Event description:
Literature was reviewed regarding transcatheter aortic valve implantation (tavi) in patients with severe aortic stenosis and rheumat ic valvular disease. The overall study population consisted of 336 patients who underwent tavi to treat either rheumatic (n = 54) or degenerative aortic stenosis (n = 282). Various valve types were used for tavi, encompassing three medtronic products (corevalve / evolut r / evolut pro, n = 283) and four non-medtronic brands (n = 53). Among all patients in the study, the following adverse outcomes occurred: new conduction disturbances (left bundle branch block, complete heart block, atrial fibrillation, others); permanent pacemaker implantation; paravalvular leak (trace/mild); valve embolization; bleeding and transfusions; major vascular complications requiring surgical intervention; neurological issues; myocardial infarction; and acute kidney injury. Additionally, four patients died during follow-up. However, no evidence was presented to suggest a causal relationship between a medtronic product and any deaths.

Manufacturer narrative:
Citation: elkaialy aa, farag n, mostafa ae, baraka m, kamal d. Transcatheter aortic valve implantation in elderly patients with severe aortic stenosis and rheumatic phenotype. Cardiovasc interv ther. 2025;40(3):632-643. Doi:10.1007/s12928-025-01113-w earliest date of publication used for date of event. Earliest approved medtronic tavi product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.